Event description:
The patient underwent a right brachial PICC line for long term IV access in the interventional suite at approx. 9:45 am. After returning the patient to the in-patient unit, the nurse noted the PICC line connector was cracked and leaking when flushed. Interventional radiology was notified, the interventional radiology rn assessed the catheter and determined the patient would have to be returned to interventional radiology for further assessment. The interventional physician exchanged the right sided PICC line. A company representative was notified of the event who indicated this issue with this lot number has been reported at other facilities.